Manufacturer narrative:
It is unknown if the device was in use for treatment or diagnostics. Review of the device history record identified 17 units rejected during manufacture of this lot number: 1 unit for smashed tray, 15 units for foreign material and 1 unit for the wrong inner tray label. A review of complaints against this lot number found no additional complaints. The device was not returned to perform an analysis; therefore, the cause of the failure could not be determined. Potential causes of difficulty peeling the sheath tubing may be incorrect specification used, improper extrusion, improper sheath manufacture or improper overmolding. The potential effect to the patient may be tissue trauma and/or prolonged intervention. Controls are in place during manufacturing for peel strength and hub break force. In addition, qa in-process and final inspection includes verifying that the score lines of the sheath is aligned with the break line of the hub (handle), that the seal splits easily without extreme elongation and that the split cap and seal remain secure and do not break free or loosen from the sheath hub. The instructions for use (IFU) indicates this device is for the introduction of various types of pacing leads and catheters. The following precautions are provided: aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Indwelling introducer sheaths should be internally supported by a catheter, electrode, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve members resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the side port only. The IFU provides instructions for use: introduce pacemaker lead or catheter through the hemostasis valve/sheath and advance it into position. Flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel.

Event description:
The customer report that during the implant procedure, the physician inserted the introducer into the right ventricle. Following insertion of the lead, the sheath was split without difficulty up to the distal tip, and then the sheath would no longer split. The physician had to cut through the distal tip using scissors to remove the introducer. There were no patient complications as a result of this event.

Manufacturer narrative:
One adelante safesheath ii 7f introducer sheath was returned from the customer. There were no other accessories. Blood was observed on and inside the sheath. Returned device analysis reveals one 7f adelante safesheath ii introducer sheath that was not peeled completely. Only one side of the sheath was completely peeled (separated). Upon evaluation, it was found that the sheath was returned from the customer peeled almost all the way in half except for the last 5mm of the distal tip. Device was completely peeled during analysis and it performed as expected on the other non-peeled side of the device. The device was in use for treatment. Complaint could not be confirmed with available information, visual analysis and test performed on the device. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.